Manufacturer narrative:
Initial MDR 1219913-2023-00033 was filed on feb 22, 2023 reporting an outside the united states customer observed discordant results for one patient on the atellica im ca 19-9 assay. Three samples were drawn from the patient and tested on the atellica im. The results were elevated compared to lower results on alternate methods. Additional information - mar 13, 2023 the customer used vacuum tubes lind-vac® with gel and clot activator. Ref ()(4), 3.5 ml, expiration date 2023-11. The customer used advia centaur ca 19-9 lot 513 to test the sample for troubleshooting. The customer tested samples only with atellica im ca 19-9 lot 517. The sample from (B)(6) 2023 was frozen and can be sent to siemens for evaluation. Siemens continues to investigate. MDR 1219913-2023-00032 supplemental 1, 1219913-2023-00033 supplemental 1, and 1219913-2023-00034 supplemental 1 were filed for the same event.

Manufacturer narrative:
Initial MDR 1219913-2023-00033 was filed on feb 22, 2023 reporting an outside the united states customer observed discordant results for one patient on the atellica im ca 19-9 assay. Three samples were drawn from the patient and tested on the atellica im. The results were elevated compared to lower results on alternate methods. Siemens filed the MDR 1219913-2023-00033 supplemental report 1 on apr 04, 2023. Additional information on may 26, 2023: the customer had samples from one patient that recovered 82-86 u/ml with atellica im ca 19-9 kit lot 517 but recovered 6 u/ml with an alternate method. When the samples were tested with advia centaur ca 19-9 kit lot 513 for troubleshooting, they recovered 112-126 u/ml. Samples from the patient were sent to siemens for evaluation. Siemens tested the samples with atellica im ca 19-9 kit lot 519 and was able to duplicate the elevated results (78.3 and 79.4 u/ml), so this is not a lot-to-lot issue. When the samples from the patient were pooled and treated with a heterophilic blocking tube (hbt), the treated sample recovered 11.2 u/ml with atellica im ca 19-9 kit lot 519 indicating that heterophilic antibodies are elevating the result with the atellica im/advia centaur ca 19-9 assay. As stated in the limitations section of the atellica im ca 19-9 instruction for use (IFU), "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results". The cause of the elevated result seen by the customer with samples from this one patient when using atellica im ca 19-9 kit lot 517 was due to heterophilic antibody interference. No product performance issue has been identified. The customer is operational. MDR 1219913-2023-00032 supplemental 1, 1219913-2023-00033 supplemental 1, and 1219913-2023-00034 supplemental 1 were filed for the same event.

Manufacturer narrative:
An outside the united states customer observed discordant results for one patient on the atellica im ca 19-9 assay. Three samples were drawn from the patient and tested on the atellica im. The results were elevated compared to lower results on alternate methods. The samples were also tested on the advia centaur ca 19-9 assay for troubleshooting and the results were elevated as well. The interpretation of results section of the atellica im ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate. MDR 1219913-2023-00032, and 1219913-2023-00034 were filed for the same event.

Event description:
The customer observed discordant results for one patient on the atellica im ca 19-9 assay. Three samples were drawn from the patient and tested on the atellica im. The results were elevated compared to lower results on alternate methods. The samples were also tested on the advia centaur ca 19-9 assay for troubleshooting and the results were elevated as well. There are no known reports of patient intervention or adverse health consequences due to the discordant atellica im ca 19-9 results.